Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was damaged. It was later reported, there was a tear on the shaft and drainage lumen. Another catheter was used.

Manufacturer narrative:
The reported issue (it was reported that the catheter was damaged. Per additional information, there was a tear on the shaft and drainage lumen. Another one was used) was confirmed, as cause unknown. Visual inspection noted damage/cut in the catheter's shaft of the drainage lumen. The damage/cut was 1 ¿ 3/4¿ (1.75¿) from below of the bifurcation of the catheter. Per functional evaluation, the catheter's balloon was inflated with 15 cc of air using a syringe and it was not deflated. Water was injected by way of the drainage lumen and leakage was noted by damage/cut in the catheter shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the catheter was damaged. It was later reported, there was a tear on the shaft and drainage lumen. Another catheter was used.